Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot#: (B)(6), ubd: 11-oct-2027, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve procedure was performed into a patient with a thick membranous septum noted at the start of the procedure. The right femoral artery was used as a primary access. A temporary transvenous pacing wire was inserted, a sheath was inserted over a non-medtronic guidewire, and deployment was performed using cusp overlap and commissure alignment. The first and final deployment at depth of 5 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). No pre-dilatation or post-dilatation was performed. St depression was observed at approximately 80% valve deployment, followed by third-degree heart block at full deployment, and pacing support was provided; the temporary transvenous pacing wire was left in situ for pacing support. The patient later returned to sinus rhythm, and a pacemaker was no longer being considered.